Event description:
Determined to be reportable based an analysis completed on (B)(6) 2011. It was reported that during preparation the (B)(4) balloon failed to inflate. It looked liked the proximal end of the balloon wasn't fixated on to the catheter properly. They attempted to inflate the balloon outside the patient's body and the balloon would not inflate. The device did not come into contact with the patient. The procedure was completed with another of the same device. No patient complications were reported. Device analysis reveals a balloon burst/rupture.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed the balloon to have burst/ ruptured in the balloon mid section and also near the distal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).